Event description:
It was reported that the dexcom g7 continuous glucose sensor intermittently disconnected from both the ilet and the dexcom mobile application, resulting in repeated pairing failures and loss of cgm data to the ilet despite prior troubleshooting and a sensor replacement. Symptoms included no reported adverse clinical effects or alarms. Outcomes included user inconvenience and interruption of continuous glucose data to the ilet. Investigation included review of cgm connectivity behavior and guidance to perform an ilet firmware update, as well as recommendation to replace the cgm sensor through the cgm manufacturer. Investigation of this case revealed persistent cgm-to-device communication instability consistent with a sensor pairing or connectivity malfunction, without evidence of ilet hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was likely a cgm sensor performance or connectivity issue external to the ilet.